Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump or reverted to an alternate form of insulin therapy .